Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was going to have the device removed and put a stronger one in from a competitor company. Patient stated the device only hit her pain level at around a 6. Patient repeated information about nerves/screaming that had already been reported. Patient stated the manufacturer does not hit the pain over 7. Patient wanted to know who to contact regarding removal of device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient was having pain down in their toes. They reiterated that they felt their pain was not being helped by their implant, and only helped when it was up to level 7, 1 being low pain and 10 being the highest level of pain. The patient had an episode in their health care provider's (hcp)office where they went in for injections to address their pain. Per the patient they had "pain cycles" and when they went to get the injection the patient woke up screaming. They stated injections and narcotics didn't help with the pain. They reiterated that the pain felt like they were on fire and like they had a charlie horse that lasted for 45 minutes to 2 hours, making them vomit from the pain. They believed their disease was progressing and getting worse. They reported they had a "poisoning burning sheets" as part of a progression of their disease. It was also reiterated that the patient felt they needed a "stronger" device as their stimulation couldn't go any higher. It was reviewed with the patient multiple times that they may be able to get reprogramming of their implant to allow for stronger stimulation. The patient stated they had met with manufacture representatives (rep) and they could not get the stimulation any stronger in their implant. The patient added a rep suggested they get another device that was stronger. It was reviewed again that their device could be reprogrammed to allow for stronger stimulation and that other devices wouldn't necessarily be stronger, but could be programmed with higher settings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received for further clarification. The patient stated their sheets were burning off more" as part of their disease progression. Per the patient they had "sincro prozamine" (spelling could not be confirmed) which was burning the sheets off their sympathetic nerves. The patient further stated they had protective "sheets" around their nerves that were being burned off, causing the patient's pain. It was confirmed that these issues were due to the progression of their disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she was feeling some pain. The patient reported that she was at the point where her ins was low and she needed to charge. The patient reported that she was going to charge up. The patient also reported that she was going to meet with a manufacturer¿s representative (rep) soon for because the ins was set to low and they were going to set it higher. It was confirmed that this was a routine therapy optimization. The patient reported that she was at 6.0 and she liked it better when she was on 9.0. No further complications were reported. Additional information was received from the consumer. It was reported that the patient's unit was not charging.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer stating that patient was in extraordinary pain. Patient said they can feel it in their toes like motor oil and a match. Patient said they got the ins for their sympathetic nerve in their feet, it was actually all over their body but the pain manifests out their toes like the patient was on fire. Patient said spinal cord stimulation helps but their condition was getting worse. Patient will have an appointment with a manufacturer representative at the healthcare professional office the day after the report. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that her stimulation was capped at 9 or 9.9v and it was not taking care of her pain; the patient had tried using different groups but none of them were taking care of her target pain. The patient stated that she needed the stimulation in her toes and that it felt like her toes were on fire. The patient reported that the stimulation was more dominant in her thigh when she stands up. The patient said she would try calling a manufacturer representative to see if she could reprogram her at an upcoming appointment. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have pain in their feet from prior to being implanted, and was told it was neuropathy. The patient stated that their implant helps, but not as much as they want it to. They noted that the manufacturing representative (rep) had difficulty programming the stimulation to their feet at their first programming session. The patient stated that the programming is set to where they don¿t feel stimulation. They added that it seems like a higher setting is necessary to get their desired therapy relief. The patient synced with their programmer at the time of the report, which showed that their stimulation was on. They noted that they have 1 program on each of their groups, but they only use group a. The patient mentioned that group a is at a maximum threshold of 9.9v. They changed to group b, and felt some relief upon increasing stimulation to 8.7v. However, they indicated feeling stimulation in their knee cap and thigh, and noted that would be distracting while walking or going to the bathroom. They then changed to group c, and reported an uncomfortable jolting stimulation sensation at 4.5v, so they lowered it to 3.5v, in which they stated was comfortable but not effective for their feet. The patient changed back to group a in order to resolve their other stimulation sensation issues. They were redirected to their healthcare provider to address further programming. No further complications were reported or anticipated. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she had been told that a manufacturer¿s representative (rep) needed to see her to evaluate her for ¿the higher level¿ but reps are never there. The patient reported that her device only goes up to ¿9.9¿ but when she increased stimulation past 7 she was ¿on fire and felt like there was motor pol on her toes¿ and had to have the device off so instead she had to put her oxygen on and cover her face with a towel to ¿muffle her screams.¿ the patient reported that sheaths were burnt off the nerves in her toes and she had a nerve disorder where her sympathetic nervous system was deteriorating so she needed higher amplitude than what her device could give. The patient reported that her healthcare provider (hcp) was aware of the situation. The patient had an appointment on 2018(B)(6). No further complications were reported.